Manufacturer narrative:
Customer is claiming false negative because they tested negative with ihealth brand test then went to the doctor and tested positive for influenza a. False negative was for influenza a. Doctor's test was not specified. The test results of ihealth covid-19/flu a&b rapid test for flu a vs. FDA-cleared molecular test. The manufacturer retested the lot (242cf10615) with flua positive samples ,no false negative for flua were detected.

Event description:
Event details: "hi, my name is (B)(6). My phone number is (B)(6). I had a false negative test. And went to the doctor shortly after and got tested positive for influenza, a, which is what this testing is for on here. So I actually would kind of like a refund if you could call me back. Please. Thank you. "